Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 243 mg/dl. When the customer entered 80 grams of carbohydrates in the pump, the pump requested to deliver a 2 unit bolus when the customer was expecting a higher unit amount. The customer delivered the 2 units. Reportedly, the customer declined to perform troubleshooting and to check pump history. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.